Event description:
A pt reported that he received 2 skin tests on 10/28/1996 and 2/14/97 that were read as negative. Within one week after the second skin test (exact date not recalled), the patient experienced a flare in his asthmatic/bronchitis symptoms. The patient self-prescribed his oral inhaler that corrected the asthmatic/bronchitis. The physician believed that the asthmatic/bronchitis might be related to the collagen.